Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evaluation? Yes. D10: returned to manufacturer on: 2021-06-30. H6: investigation summary four photos and thirty-eight (38) samples were received by our quality team for evaluation. From the photos, the scale mark on the syringes appeared to be slanted. For batch 0329123, two representative samples were received and after visual inspection, no scale marking issues were observed. For batch 1055832, eighteen representative samples and one sample in open packaging were received. After visual inspection, six samples were observed with slant scale marking on the syringe. For batch 1028710, five representative samples, eleven samples in open packaging, and one sample without packaging were received. After visual inspection, four samples were observed with slant scale marking on the syringe. The ten samples with slant scale marking were subjected to the volumetric test and all samples passed within specification. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The team has investigated different sections of the syringe machine and matched a potential area which could lead to slant scale marking on the syringe barrel. The slant scale marking could have occurred at the printing machine. There is a pad ring where all the printing pads lay onto it. The probable root cause could be due to the pad ring being offset. When there is an offset in the pad ring, this will lead to printing pad to be over compressed and resulted in the scale marking being slanted when the ink is transported from the pad ring to the barrel surface. The syringe printing yearly preventative maintenance task list was revised and pad ring verification and pad ring setting, if required will be added. Communication with production technician to raise awareness of production technicians on the reported defects will be conducted. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 38 syringe 3ml ll w/ndl eclipse 23x1 rb experienced misaligned scale marking. The following information was provided by the initial reporter: the scale markings are not always parallel with the edge of stopper. The customer says that the issue occurs especially between 2ml to 3ml marking.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0329123, medical device expiration date: 2025-11-30, device manufacture date: 2020-11-24. Medical device lot #: 1055832, medical device expiration date: 2026-02-28, device manufacture date: 2021-02-24. Medical device lot #: 1028710, medical device expiration date: 2026-01-31, device manufacture date: 2021-01-28. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 38 syringe 3ml ll w/ndl eclipse 23x1 rb experienced misaligned scale marking. The following information was provided by the initial reporter: the scale markings are not always parallel with the edge of stopper. The customer says that the issue occurs especially between 2ml to 3ml marking.